Event description:
Revision surgery due to fracture.

Manufacturer narrative:
The agent reported, this was the second revision for this patient. Patient was dislocating after first revision and needed his implants exchanged. This patient had their primary reverse performed by dr (B)(6) and then came to see dr (B)(6) when he had fractured his shoulder and had a periprosthetic fracture. 77 yr old male. Complaint has been evaluated and is similar to report number 1644408-2023-00691; 509-00-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.